Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2016. (B)(4). It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent laparoscopic supracervical hysterectomy on (B)(6) 2013, and a morcellator was used. It was reported that the patient was diagnosed with endometrioid adenocarcinoma. It was further reported that the patient died. No additional information was provided.